Manufacturer narrative:
B2: date of death: used (B)(6) 2022, as the exact death date was unknown. B3: date of event: used (B)(6) 2022, as the exact death date was unknown. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infarction and was referred for cardiac catheterization. Seven days later, the index procedure was performed. The target lesion #1 was located in the proximal left circumflex (lcx) with 90% stenosis and was 8 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 12 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Seven days later, the subject was discharged on aspirin and clopidogrel. On an unknown day of 2022, the subject died. The primary cause of death is unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.